Manufacturer narrative:
It was reported that a patient underwent a cavotricuspid ishmus (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. Additional information was received on 5/15/2019, indicating generator parameters were set to power control mode. No error messages were observed on any biosense webster equipment during the procedure. On 5/29/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacturer reference no: (B)(4).

Manufacturer narrative:
The product was discarded; therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the manufacturer record evaluation. Once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid isthmus (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During cti ablation, the patient¿s blood pressure dropped to 40. Cardiac tamponade was confirmed by echocardiography. The patient was transferred to the operating room and thoracotomy was performed. There¿s no information regarding extended hospitalization, patient¿s outcome, or physician causality opinion. Multiple attempts have been made to gain clarification on this event. However, no further information has been made available.